Event description:
This case was initially received via regulatory authority (B)(6) on 16-nov-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("significant pelvic pain, several times in the month") and genital haemorrhage ("hemorrhage") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included unicornuate uterus. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("significant pain in the lower part of the belly"), feeling abnormal ("constant uneasiness"), fatigue ("constant fatigue"), arthralgia ("articular pain (knees, wrists, ankles and shoulders)"), vertigo ("vertigos") and headache ("headaches"). The patient was treated with surgery (essure to be removed on (B)(6) 2018). Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, feeling abnormal, fatigue, arthralgia, vertigo and headache outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, arthralgia, fatigue, feeling abnormal, genital haemorrhage, headache, pelvic pain and vertigo with essure. The reporter commented: only one essure implant was placed in (B)(6) 2012 as she had only one fallopian tube. First symptoms came quite rapidly. With time, symptoms increased with constant uneasiness. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: pelvic pain the analysis in the global safety database revealed 7.252cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.